Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor faced serious leaks after the trocar was implanted in the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.